Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter broke while inserting it. The following information was provided by the initial reporter: "the customer called to report that the tip of the catheter broke while inserting it in the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter broke while inserting it. The following information was provided by the initial reporter: "the customer called to report that the tip of the catheter broke while inserting it in the patient.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-nov-2022. Bd received 1,444 sealed 22 gauge insyte autoguard devices from lot 2158993 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units but failed to identify any visible defects to the catheters. Next, the units were tested on a model vein but the reported issue could not be replicated during inspection. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
After further review, bd has determined that this record, MDR MFR report number 1710034-2022-00751, is a duplicate of MDR MFR report number 1710034-2022-00743. Please consider 1710034-2022-00751 void.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ shielded IV catheter broke while inserting it. The following information was provided by the initial reporter: "the customer called to report that the tip of the catheter broke while inserting it in the patient."